Manufacturer narrative:
Corrections on initial report: concomitant medical devices: (disregard mz8002), (1) 100ml baxter bag ndc 0338-0049-48, lot number p358820, lot number p358820, exp jul 18, 0.9% nacl injection.

Manufacturer narrative:
Concomitant medical products: (2)100ml baxter bag ndc 0338-0049-48, lot number: p358820, exp: jul 18, 0.9% nacl injection, therapy date: (B)(6) 2017. Gtin/UDI number for item mz8002, lot 17016742 is (B)(4). The customer¿s report of fluid leaking from the filter vent was confirmed. Visual inspection of the set noted no obvious physical damages or issues. Further visual inspection of one of the set's (which had syringe attached) filter vent under magnification observed that the filter vent membrane looked to be wetted. Functional testing confirmed leaking at the set's micron filter vent. No other leaks were observed. The root cause was identified as due to a damaged filter vent membrane.

Event description:
The customer reported fluid leaked from the air vent on the filter. There was no patient harm.